Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The connectors were adjusted. The system was tested and is operating as intended.

Event description:
The customer reported that the 7700 system had a faulty contact in the connector. No pt injury was reported.